Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a reservoir and the insulin would not stay in it. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they were trying to fill the reservoir but was not able to. The device will not be returned for analysis.